Event description:
This is being filed to report a mitraclip that jumped open. It was reported that during preparation of a mitraclip and clip delivery system (cds), the nt clip could not open. After several attempts it was noted that the clip jumped open. When the clip was in the inverted position, the clip could not close. After a few attempts, the clip was able to close. It was noted that some resistance/sticking was experienced while turning the arm positioner. It was decided to not use the clip and replace it with a new one. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (clip jumping, clip opening and closing difficulty) and physical resistance in arm positioner could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult to open or close (clip jumping, clip open ¿ difficult and clip close ¿ difficult) and physical resistance/ sticking (arm positioner) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.